Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: ¿ prep used: chloraprep ¿ prineo was applied in one thin coat over the mesh ¿ dressing over prineo: 4x4s when the prineo was completely dry and a splint was applied ¿ cast placed at 2 week post op visit over the prineo reaction noticed attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What is the procedure name and initial procedure date? 2. How was the prineo applied on the mesh? 3. What prep was used prior to product application? 4. What was the location and incision size of the application? 5. Was a dressing placed over the incision? If so, what type of cover dressing used? 6. What date did the reaction occur on? 7. What does the reaction look like and how large of an area does the reaction cover? 8. Do you have any pictures of the reaction? 9. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 10. Can you identify the lot number of the product that was used? 11. What is the most current patient status? 12. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions)

Event description:
It was reported that a patient underwent an orif ankle procedure on an unknown date and topical skin adhesive was used. The dressing was placed over the topical skin adhesive and a splint was applied. The cast was placed at two week post op over the topical skin adhesive. The reaction was noticed on (B)(6) 2018. The pa opines that the reaction possibly is because they are not removing the topical skin adhesive at the two week mark prior to going into the cast. Additional information was requested.